Event description:
A customer reported that while injecting oil into the pt's eye, the syringe popped off from the adapter and made a loud "pop or explosion" sound. The pt had pain and bleeding in the eye. The pt was admitted for an overnight stay. The customer felt that the pt's injury was caused by the surgeon being "frightened" and consequently pushed down on the eye with the syringe. Additional info has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has not been returned for eval. A root cause has not been identified. (B)(4).